Event description:
Radiometer reference number: (B)(4). According to complaint, radiometer UK (rltd) called customer to get more information, they informed radiometer UK that they had concerns over the abl90 flex plus analyzer's (serial number (B)(6) calcium readings - the analyser had suddenly started giving very low patient calcium results at around 09:30 despite passing all calibrations and qc - all parameters were green at the top. They had apparently run 2 samples, though it was not clear if these were the same sample twice or different samples. The sample(s) had been run on other analysers and these had given similar results to each other, but very different to this analyser. Poct noticed and ran a calibration which immediately failed with a sensor response error. They replaced the sensor cassette. That cassette was not new - it was on the device from 29/06/2025.

Manufacturer narrative:
Patient 2: age is 59 years, gender: female, patient 3: age is 42 years, gender: female.

Manufacturer narrative:
The radiometer investigation has found that the information suggest the reason behind the lower cca than expected in the first measurement (at 9:02), is most probably a hemolysis, which typically shows lower cca/cna together with higher ck. Therefore, this incident does not meet the criteria for a reportable MDR.